Manufacturer narrative:
(B) (4).

Event description:
The pt lost stimulation the day before. She recharged every month and it had been about a month since the last charge. She could not adjust the stimulation. An over-discharge was suspected. The pt had exposure to a security gate and did not know if the device was on at the time. After trying to charge, the device was in a power-on-reset condition with a "call your doctor icon". The condition was cleared by the manufacturer representative; the issue resolved after two interventions.